Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up with an error message indicating that the programmer failed the power up self test. The company representative was instructed to return the programmer for service. The status of the programmer is unknown. There was no patient involvement.